Event description:
The user facility reported the automated impella controller (aic) was replaced due to inability of the purge disc to be detected by the aic. There was no report of harm to a patient.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of automated imepella controller (aic) - purge disc/flag issues has been completed. The logs from the complaint date revealed that the console issued purge disc not detected alarm. The console was examined and a broken purge disc flag was identified. The purge disc flag was observed to be broken and was the root cause of the reported purge disc not detected issue. H10 investigation results were inadvertently omitted from manufacturer device report 1220648-2025-25794.